Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the complete system was explanted; product was discarded by the customer. The patient is mentally handicapped and his parents decided it wasn't working. He also was wearing a catheter anyways. It was unclear when the issue began, and the rep was unaware of any diagnostics or interventions done prior to explant and the rep thought the patient¿s symptoms included incontinence. The patient was alive with no injury. No further complications were reported or are anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the complete system was explanted; product was discarded by the customer. The patient is mentally handicapped and his parents decided it wasn't working. He also was wearing a catheter anyways. It was unclear when the issue began, and the rep was unaware of any diagnostics or interventions done prior to explant and the rep thought the patient¿s symptoms included incontinence. The patient was alive with no injury. No further complications were reported or are anticipated. Additional information received as healthcare professional mentioned the patient had continued urge incontinence. Interstim did not help after they initially thought it did. They reprogrammed and waited several months. Explant was not related to any device defect or malfunction. Patient's weight was unknown on asking.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the complete system was explanted; product was discarded by the customer. The patient is mentally handicapped and his parents decided it wasn't working. He also was wearing a catheter anyways. It was unclear when the issue began, and the rep was unaware of any diagnostics or interventions done prior to explant and the rep thought the patient¿s symptoms included incontinence. The patient was alive with no injury. No further complications were reported or are anticipated. Additional information received as healthcare professional mentioned the patient had continued urge incontinence. Interstim did not help after they initially thought it did. They reprogrammed and waited several months. Explant was not related to any device defect or malfunction. Patient's weight was unknown on asking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.